Manufacturer narrative:
As reported, there were no fastener heads during first two fire of optifix straight. Evaluation of the returned sample finds for a bent guide wire and bent backup tabs. The reported and found broken fasteners are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Review of manufacturing records shows product was made to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 530 units released for distribution in september 2023. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure there was no fastener head on the first two fires of optifix straight fixation device. There was no reported patient injury.